Manufacturer narrative:
On october 25th 2019 we have been informed that the correct primary surgery date is (B)(6) 2018.

Manufacturer narrative:
Batch review performed on 15 july 2019: lot 178634: (B)(4) items manufactured and released on 27-feb-2018. Expiration date: 2023-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: early mobilization of a tibial component in cemented tka. From the report, it seems reasonable that a problem occurred with cementation, because the site reports neither interlocking between cement and bone nor between cement and implant. We do not see any clue that leads us to suspect a faulty device.

Event description:
Revision surgery 14 months after primary due to tibial tray loosening. The surgeon revised successfully the tibial and femoral implants.